Event description:
Medline "total knee procedure" pack had only 2 sponges rather than the normal 5. These number are critical when performing sponge counts during surgery. FDA safety report ID # (B)(4).